Event description:
During follow up with the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2013 for an unrelated report, the pdrn reported the patient had been re-hospitalized in the third week of (B)(6) 2013 (date not specified) and diagnosed with peritonitis. Per the pdrn, the patient had been hospitalized prior to this peritonitis event (unreported date in (B)(6) 2013) for unrelated issues and had been discharged. The hospital was very unfamiliar with performing pd therapy and the pdrn felt that this may have caused the peritonitis. The patient was treated with antibiotics (name, dose, route, and frequency not reported). The patient was reported to be home and is considered to be recovering from this event of peritonitis. No further information is available at this time.

Manufacturer narrative:
(B)(4). On an unknown date, the peritoneal effluent was analyzed and showed a leucocyte count of greater than 8000 (units not specified). On an unknown date, a peritoneal effluent culture was performed and was found to be positive for enterobacter. The patient was treated with ceftazidime 125mg/l nightly ip from (B)(6) 2013. The rn felt the cause of the peritonitis was the peritoneal effluent sample was collected without using proper aseptic technique when the patient was hospitalized on (B)(6) 2013 for low blood pressure and high calcium levels.

Manufacturer narrative:
(B)(4). A sample was not requested because patients discard supplies after each therapy and there was no allegation against the device. This complaint for peritonitis is not confirmed because the disposable set was not returned to baxter and the complaint investigation did not describe any types of use errors or product malfunction that might have caused potential contamination. Therefore, the complaint is not confirmed and the assignable cannot be determined. A review of all batch record documents was performed for associated lot numbers h12j28015 and h12k27031 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.